Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Event description:
A journal article was retrieved from clinics in orthopedic surgery (2025) that reported a retrospective study from korea. The purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. Between april 2015 and june 2021, 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. The study reported that one patient in the dual mobility group experienced dislocation. Diligence is completed, and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown biolox delta femoral head; item number: unknown; lot number: unknown, unknown cup: item number: unknown; lot number: unknown, unknown stem: item number: unknown; lot number: unknown. G2: south korea. Journal article citation: do mu, seo js, kang sw, koo ht, suh kt, shin wc. Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clin orthop surg. 2025 aug;17(4):575-581. Https://doi.org/10.4055/cios24372. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.